Event description:
Subsequent to the initial medwatch report filing, additional information was received stating that the target lesion was a previously stented right coronary artery (rca). In addition, after the promus stent dislodged, another 2.5 x 28 mm promus stent was also attempted, however it failed to cross. A third promus stent was used to successfully complete the case. No additional information was provided.

Event description:
Subsequent to the previous medwatch report filing, a user facility medwatch report was received with additional information stating that the dislodged stent was snared from the aorta. No additional information was provided.

Event description:
It was reported that the promus stent dislodged from the stent delivery system (sds) balloon while being advanced through a previously placed stent. A snare was used to retrieve the dislodged stent. The procedure was completed successfully with another of the same stent. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. It is unknown at this time if the device will be returned. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4).